Event description:
It was reported that patient presented remotely. Review of transmission revealed that right ventricular (rv) lead exhibited over-sensing. No intervention was performed. There were no patient consequences.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Correction: related report number added.